Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device¿s balloon disengaged form the trocar. The introducer was stuck and broke off inside the patient but was able to retrieve. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred during laparoscopic procedure. Used a hand clamp to retrieve it. All pieces were removed intact.